Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced loss of breath, dizziness and bradycardia. It was further reported the implantable pulse generator (ipg) exhibited pacing below the lower rate. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.